Manufacturer narrative:
Date of event is estimated. It was reported that the patient may be having an allergic reaction at the lead site. No intervention is planned. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06366. It was reported the patient is experiencing itching, redness, bumps, and soreness at the ipg site and lead site. An allergy test is pending. Surgical intervention may take place at a later date.